Manufacturer narrative:
The device was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during preparation for use, the device prompted continuous ¿b30¿ error messages with multiple scopes. It is unknown what type of procedure was being performed and the patient details are also unknown. The device was inspected and it was noted where the scope plugs into the lightsource that there was some corrosion. No images were provided. The intended procedure was completed with a similar device that was on the customer¿s travel cart. There was no patient injury provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received and correct the reportability. Additional information was received from the user facility¿s biomed engineer that states an ¿e300¿ error message was observed on the video processor and not the ¿b30¿ error that was previously reported. This is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.